Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling and tutoplast were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that post implantation the patient experienced recurring bladder infections and disturbances, dyspareunia and dysuria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2012 the patient underwent cystoscopy due to ongoing infection and escalating vaginal pain. It was reported that the patient has a small amount of mesh erosion, but there is no evidence of any mesh within the bladder.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).